Manufacturer narrative:
D10: 01-030-01-0756 - alt cup clstr g7 sz 56 (B)(6). 01-030-40-0736 - alt xle lnr ntrl g7 36 (B)(6). 170-36-03 - biolox delta femoral head 36mm od, +3.5mm (B)(6). 180-65-25 - alteon 6.5mm screw, 25mm (B)(6). 190-31-07 - alt ha s clr ext sz 7 (B)(6). 45135-38h-17 - 17-4 flex drill m 4.5x38 lenkbar. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on the right side. Subsequently, the patient experienced pain. As a result, the surgeon replaced the liner. Patient was last known to be in stable condition following the event. No further information available.